Event description:
Chest pain, breast discomfort, adhesive capsulitis, myalgias, chronic tendonitis left shoulder, chronic sleep disturbance, cerebral aneurism, spasticity of left hand, chronic fatigue, irritable bowel, chronic urinary tract infections, bladder hyperirritability, chronic depression, arterioslerotic heart disease, granulomas or siliconous, high blood pressure, headaches, arthritis symptoms in spine, right knee, left hand, joint swelling, pain, stiffness in left hand, muscle fatigue, rashes, hair loss, cold and numb extremities. (Also see 1003957.)